Event description:
It was reported that there was low lead impedance measurements in the right ventricular (rv) lead. It was further noted that the unipolar lead impedance was higher than the bipolar impedance measurement. The rv lead was capped and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.